Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was squirting out during manual priming. The customer¿s blood glucose was 183 mg/dl at the time of the incident. Customer stated insulin continued to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.